Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clips malformed during the firing of the device. Another device was used to complete the case. There was no consquence to the patient.